Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the general instrument IFU states that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Upon manufacturing history review, the age of the device was found to be almost 6 years. Conclusion: therefore, the probable root cause of this reported event is normal wear of instruments.

Event description:
It was reported that; during extraction surgery of, the tip of the extractor inner shaft broke.

Event description:
It was reported that; during extraction surgery of, the tip of the extractor inner shaft broke.